Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient on extracorporeal membrane oxygenation with ejection fraction of 10%, was placed on impella cp. The impella was inserted from the left subclavian and extracorporeal membrane oxygenation with impella (ecpella) was administered. During support it was reported that the patient had a cerebral hemorrhage and that due to a poor neurological prognosis of the cerebral hemorrhage, it was decided not to undergo additional treatment, and was treated for multiple organ failure. The patient expired.